Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions were noted at 9.4-12.5cm and 10.3-12.7cm from the electrode tip. Internal insulation abrasions were noted at 7.8-8.6cm, 13.5-15.4cm, and 35.3-35.6cm from the electrode tip. The etfe coating was intact at these locations.

Event description:
It was reported during a normal device change out procedure, externalized conductors were observed on the rv lead via fluoroscopy. No electrical anomalies were detected. The lead was explanted.